Event description:
A male pt admitted with history of mitral valve disease s/p bioprosthetic mitral valve replacement, ischemic cardiomyopathy s/p coronary artery bypass graft. History of congestive heart failure s/p biventricular implantable cardioverter defibrillator who presented for follow-up in clinic. Interrogation of aicd in clinic revealed markedly elevated qrs time to 28 seconds. However, exam per cardiologist notable to regular rate and rhythm. Pt underwent exchange of aicd; released in stable condition.